Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) was advanced to the lesion and inflated. After implantation, the sds was removed. The patient was having chest pain even after implantation of the stent. Due to the chest pain, the vessel was re-checked and it was discovered that the stent was not inside the vessel. The sds was then re-checked and the stent was found stuck to the orange protective sheath. During the procedure, it was observed that the vessel contained a lot of blood clots and medication was used for treatment. Finally, a vision 3.5x 23mm was implanted. Post procedure angiographic results were excellent. No additional event or patient information is available.

Manufacturer narrative:
Results: the root cause of the dislodgement in this case cannot be determined. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was fluid visible in the inflation lumen and in the balloon. The stent was not on the balloon, but in the orange protective sheath on the stylet. The distal and proximal ends of the stent were flared. The balloon had loose folds. There were crimp marks on the balloon where the stent had been on the balloon and between the markers. There was no other damage noted to the catheter. A laser micrometer was used to measure the outer diameter of the stent. The proximal outer diameter was measured distal to the flared struts, the distal outer diameter was measured proximal to the flared struts. These were oversized and did not meet manufacturing criteria. The protective sheath inner diameter was measured and met manufacturing specification. No other damage was noted. Quality engineering reviewed the incident information and the analysis of the returned device. It was reported that the stent had dislodged, unnoticed, possibly during protective sheath removal. The delivery system was advanced to the lesion, where it was then inflated. After implantation, the patient complained of chest pain and this is when it was discovered that stent implantation had not occurred. The stent was found stuck in the protective sheath. Results from quality assurance analysis of the returned rx vision coronary stent system (css) confirmed the stent dislodgement. Visual inspection of the returned rx vision css noted that the proximal and distal ends of the stent were flared. Crimp marks were visible on the returned balloon, between the balloon marker bands. Dimensional inspection verified that the balloon protective sheath inner diameter was within specification. The crimped stent outer diameter was measured and found to be outside of the manufacturing specification. However, since the crimped stent outer diameter is verified 100% at the time of manufacture, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Other potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. It is possible that positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent (flaring the proximal and distal ends of the stent). This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The root cause of the dislodgement in this case cannot be determined. It should be noted that the instructions for use (IFU) recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. Both angina and thrombosis, as listed in the IFU, are known adverse events associated with the coronary stenting procedure. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.